Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2008 due to stage iii rectocele. It was reported that following insertion the patient experienced pain, erosion extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia and neuromuscular problems. It was reported the patient experienced cystocele with stress urinary incontinence and had uretex (bard) implanted. It was reported the patient experienced vaginal mesh erosion and underwent mesh excision on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and uretex was implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.